Event description:
The patient reported still being unable to get any coupling boxes. The patient met with a manufacturer representative (rep) this morning ((B)(6) 2015) and he was able to get all eight coupling boxes with his recharger. It was noted that the patient had received a replacement implantable neurostimulator recharger (insr) however; they were upset that it did not resolve the coupling problems. The patient was still not getting any boxes filled in with the new insr. They had tried everything they could with replacing the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was poor coupling with recharging since the revision (see manufacturer's report # 3004209178-2015-09235). The antenna was positioned over the implantable neurostimulator (ins) prior to attempting a recharge session, and repositioning the antenna did not resolve the issue. The patient saw a position antenna screen and poor coupling screen. It was also reported that the patient thought the ins had flipped. There were no reported patient symptoms. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#62688;indications for use included spinal pain.